Event description:
A middle-aged female came in for total laparoscopic hysterectomy and bilateral salpingo-oophorectomy (bso) with robotic assist and pelvic washings on. When the high flow insufflation tubing was opened, it was noticed that the first set (lot #13168fe2) had a bent tip in the trocar, and the second set's (lot # unknown) tip was disconnected from the tubing. There was no harm to the patient.====================== manufacturer response for high flow heated insufflation tubing, (brand not provided) (per site reporter).====================== given to rep for replacement.